Event description:
Nurse from physician's office contacted technical solutions to report a patient's pump was displaying error codes 100 and 102 when inquired. Nurse stated that several inquiries were performed, all showing the same error codes. Technical solutions walked the nurse through the process of programming an "emergency pump stop" followed by a demand bolus of 0 mg over one minute. After the demand bolus was completed, the pump was successfully inquired with no error codes. The nurse performed the patient's refill and stated that no volume discrepancy was observed. The nurse stated that the patient reported an increase in back pain, nausea, and vomiting approximately two weeks before the issue was reported.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned for additional evaluation and investigation. As physical investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Several attempts were made to follow up for additional information with the physician's office, but no response was received. A supplemental MDR will be sent if additional information becomes available. Internal complaint number: (B)(4).